Event description:
Customer stated that his wf-07 caused an electrical fire in his bathroom and damage to the outlet. He stated that the breaker popped and that they were home during this experience. After attempting to reach the customer multiple times via phone, we were able to contact him with questions about use, storage, cleaning/additives, damage caused, if he reached out to insurance or electrician, and receipt. We received a response with photos of outlet and flosser claiming unit was used daily with two users and only plugged in while in use. Customer stated that base and cord seemed really hot and that he has not yet called to have outlet replaced. At this time, a refund for the unit has been issued and a replacement wf-09 has been sent.